Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
No blood glucose levels reported. It was reported that the insulin pump of the customer had come into contact with water. It was reported that fluid was visible under the lcd screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.